Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 17, 2021. Section d9: returned to manufacturer: yes. Device evaluation: complaint product was returned in its original packaging with direction for use (dfu), implant and patient card and sheet labels. Upon evaluation of the device all the components were correctly engaged, and pushrod was in a partially advanced position. No assembly error and/or defect related to manufacturing process was observed. Lubricant material residues were observed in the cartridge. The lens was received out of the device, wrapped in a gauze, with a cut in the optic zone and one haptic missing. As special request the device was disassembled to recheck for acceptance inspection and assembly issues. All the components were in good conditions and were correctly assembled. There was no damage nor misassemble condition identified that suggests the reported issues are related to manufacturing process. The reported issue was verified; however, based on the analysis, it is not possible to determine if the defect observed is related to manufacturing process. Product quality deficiency was not identified. Manufacturing records review: manufacturing record review (mrr) was conducted and no discrepancies and/or deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient info: information unknown/not provided. Date of event: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that immediately after an intraocular lens (iol) was inserted, it was noticed that one of the haptics was missing. The lost haptic could not be found. The lens was removed and a back up iol was implanted. The operating time including the removal of the lens was extended by 20 minutes. The procedure was completed successfully. There was no patient injury reported after the replacement lens was implanted. No further information was provided.